Event description:
One touch basic enhanced meter was prompting the "not ok" message. Patient had been unable to test blood glucose level for several days. The meter would prompt "not ok" upon powering on. Due to the reported issue, patient had to visit physician's office to have blood glucose level checked. Patient's blood glucose level checked normal and no medical treatment was administered. Patient's family member confirmed that patient never experienced any symptoms during the time of concern. Patient's family member explained that patient had mainly been controlling diabetes through diet. Based on the information available, there was no evidence of a serious injury. There is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter was replaced.